Manufacturer narrative:
A philips field service engineer (fse) reported that during the check of the gantry front cover, a crack was noticed on the suspension of the cover. The fse stated the crack was thin and in the surface where the cover material meets the metal part of the bracket. Philips service and engineering reviewed the information and determined that the fiberglass connection between the front cover and the bracket was not broken. The sheet metal bracket can support the force from the gas spring. The crack was only a break in the paint. It was determined that there was no safety or quality issue so the front cover was not replaced. There is no loss of structural integrity of the cover/bracket connection. The gas shocks are only in use when the front cover is open for servicing. The crack is in the paint where the front cover and the bracket (for the gas spring) meet. This issue would not cause or contribute to death or serious injury and has been determined to no longer be a reportable event. The system is operational and in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. A philips field service engineer (fse) reported that during the check of the gantry front cover, a crack was noticed on the suspension of the cover. This issue is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event.